Manufacturer narrative:
B5: no additional information received from customer. D8: additional information, h2: additional information, device evaluation, h3: additional information, h4: additional information, h6: additional information. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a clip was stuck in the channel of the gastrointestinal videoscope. The issue occurred during a therapeutic polypectomy procedure. Another device was used to complete the procedure. There were no reports of patient harm or injury.